Manufacturer narrative:
Investigation: the complaint was investigated for a acquisition 40 error with a z6ms transducer. The transducer was returned, and an investigation was performed. Engineers were not able to reproduce the acquisition 40 error. But visual inspection found a hole in the articulation sleeve. The issue was due to articulation sleeve material reliability. A c-flex articulation sleeve material inspection & rework process has been implemented since november 2015. And a new sleeve material change has been implemented since september 2016. This transducer was prior to the corrective action. The transducer was replaced at the site. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, the transducer generated a usacquisitionhw_40 error whenever it was connected to the ultrasound system. There was no procedure being performed when the reported error occurred; therefore, there was no patient involvement. No additional information was provided.